Event description:
Our sale rep reported that the tip of the screwdriver bit broke off and that the quick coupling for the locking screw broke during use. He also reported that there were no complications and the surgeon was able to complete the surgery.

Manufacturer narrative:
Eval summary: during this procedure, a second event occurred which is handled under per (B)(4). The mfg documents and the inspection protocol of the affected device were reviewed and no deviation from specification was noted. Functionality test of every single device was done, therefore, a mfg related issue can be excluded. The shiny and homogenous 45 deg angle fracture surface, is typically for a torsion fracture due to over-tightening. Add'l evidence for torsional overloading are the usage marks on the ao connection, which are characteristic for this. A power tool was used to locking screw insertion. The final tightening was performed by hand without using a torque limiting attachment. Due to the above mentioned reasons, the complaint issue cannot be determined as device related (over-tightening; deviation from user instruction).